Manufacturer narrative:
The account found foreign material spilled in the side rail center arm assembly. The account cleaned out the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail would not latch. No patient impact.